Event description:
Lancet needle was defective, and longer than normal, causing bruising and bleeding to the member's finger.

Manufacturer narrative:
Lancet was requested from the member, but this has not been returned. Minor injury of swelling, bleeding and bruising were reported by member. This report is being filed due to potential of infection.